Manufacturer narrative:
Mml reference #: (B)(4). B2-other: pain/discomfort.

Event description:
It was reported that the patient experienced pocket site discomfort at the implantable pulse generator (ipg) site due to the patient falling on the ipg pocket. The patient underwent a surgical procedure to reposition the location of the ipg. The event was successful, with no report of patient harm or injury. The device remains implanted and functional. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The manufacturing records were reviewed, and no relevant non-conformances were found.

Event description:
It was reported that the patient experienced pocket site discomfort at the implantable pulse generator (ipg) site due to the patient falling on the ipg pocket. The patient underwent a surgical procedure to reposition the location of the ipg. The event was successful, with no report of patient harm or injury. The device remains implanted and functional. Following the ipg repositioning, the reactive system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The manufacturing records were reviewed, and no relevant non-conformances were found.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: pain/discomfort. There was no report of pocket site pain before the fall incident. The possible root cause of the ipg discomfort was that the patient landed on the ipg when she fell. There is no further report of pain after the repositioning of the ipg.